Manufacturer narrative:
Additional information: h3-device evaluation: lens returned dry in a micro-centrifuge vial. Visual inspection found no visible damage to lens and residue on lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -9.5/+2.0/100 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed and replaced with a shorter length lens due to excessive vault. The problem is resolved. The cause of the event is reported as unknown.